Event description:
A customer reported that a pt was diagnosed with possible toxic anterior segment syndrome (tass) one day post cataract extraction by phacoemulsification with intraocular lens (iol) implant. The pt's condition has resolved. The surgeon suspects contamination of the phaco handpiece and fluid surge during phaco to be the source of tass.

Manufacturer narrative:
The customer did not request service to check the system, nor did they send in samples for evaluation. No further info has been received. The root cause is unk at this time. A copy of the directions for use for the phaco handpiece and a copy of the recommended practices for cleaning and sterilizing intraocular surgical instruments from (B)(4) and (B)(4) were sent to the customer. Alcon investigation into increased reports of tass (toxic anterior segment syndrome) concluded there is no evidence that tass is associated with the use of an alcon product. In addition, a tass task force, sponsored by the (B)(4) and under the leadership of dr (B)(6), met on an ongoing basis and compiled data regarding the increased incidence of tass cases. The tass task force final report dated (B)(4) 2006, found no conclusive epidemiologic data to suggest that any one product was responsible for the increase in tass cases that were reported. Careful analysis of the info provided did not reveal a single cause or point source related to this tass outbreak. Their investigation failed to identify evidence supporting an association between a shared product and the cases of tass reported. (B)(4).